Event description:
On (B)(6) 2013, it was reported that this vns patient was referred for lead and generator revision for an unknown reason. The patient was initially referred for generator revision due to end of service. It was later reported that the patient underwent generator revision on (B)(6) 2013. On (B)(6) 2013, it was reported that the while the generator was replaced on 05/08/2013, it was determined that the lead was not functioning; therefore, the patient was referred for a lead revision. Lead revision took place on (B)(6) 2013. The lead was believed to be discarded by the hospital and will not be returned to the manufacturer for evaluation. The explanted generator was returned and underwent analysis. The alleged ¿eos/eri¿ events were verified and determined to be the result of normal battery depletion. The depletion was an expected event as determined by blc and battery voltage measurement. The module performed according to functional specifications. Other than the observed visual condition there was no condition noted during the product analysis evaluation that would suggest any anomaly with the device. Attempts for additional information have been unsuccessful.